Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/no information. Date of event: unknown/no information. The exact date is unknown. The best estimate is after (B)(6) 2021. Serial number: unknown/not provided. Model and catalog number is unknown due to the serial number has not been provided. Expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: UDI number is unknown, as the serial number was not provided. If implanted; give date: the exact implant date is unknown. The best estimate is after (B)(6) 2021. If explanted; give date: the exact explant date is unknown. The best estimate is after (B)(6) 2021. Device manufacture date: unknown as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report indicating the doctor had a synergy explant as of (B)(6) 2021. No further information was provided.

Manufacturer narrative:
Additional information: through further review of this complaint it was noticed that via follow-up the customer also reported the following information. Customer provided serial number: (B)(6) and was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. The symptoms were blurry vision headaches and foreign body sensation and eye irritation. The incident date is on (B)(6) 2021. Also reported no medical intervention and no surgical interventions such as vitrectomy or sutures. The replacement lens is model aab00 diopter 22.5d. The patient¿s initials are a.l.b. Female , affected eye: left, date of birth on (B)(6) 1957, weight 190lbs, patient is caucasian, non-hispanic. Customer stated the patient is doing fine. No further information was provided. Consequently, the following should have been included in the initial report. Section a2, date of birth: on (B)(6) 1957. Section a3, gender: female. Section a4, patient weight: 190 pounds. Section a5, ethnicity and race: non-hispanic, white. Section b3, date of event: on (B)(6) 2021. Section d4, serial number: (B)(6). Section d4, model dfr00v . Section d4, catalog number: dfr00vu225. Section d4, expiration date: 03/20/2024. Section d4, unique identifier (UDI) number: (B)(4). Section d6a, if implanted; give date: on (B)(6) 2021. Section d6b, if explanted; give date:on (B)(6) 2021. Section h4, device manufacture date: 03/20/2021. Regarding section h6, health effect-clinical code. The code provided in the initial report 1845 - eye injury is no longer applicable. Based on follow-up information the proceeding codes were added. Blurry vision code 2137. Foreign body sensation in eye 1869. Headache 1880. Eye irritation 2038. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Upon further review, it was learned that the event for the serial number (B)(6) was already captured and submitted under the manufacturer report number (B)(4) therefore, no further information will be provided under this manufacturer report number, (B)(4) as it has now been determined to be a duplicate report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.